Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and identified 2nd from left soft key worn out and was not functional during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device's 2nd from left soft key was found worn out and was not functional. No additional information is available.